Event description:
During application procedure the head of a polydirectional screw broke. This was replaced with another one. "One set screw" became lodged in a fixed screw. Md cut the rod in order to replace the fixed screw. There are no medical problems related to the incident.